Event description:
It was reported that the patient with this pacemaker had exhibited infection. A revision was performed and the pacemaker with the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. This pacemaker will not be returned for analysis.